Event description:
Major pump unit(s) involved: blood pump. Specific components(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump. Additional text: outflow graft. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: bend relief requiring reattachment and securing of bend relief. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : surgical intervention requiring reconnection and securement of bend relief. Implant device type: lvad.